Event description:
It was reported that the helix would not extend prior to the procedure. The lead was not implanted was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a helix anomaly was verified in the laboratory. Visual inspection noted the helix was bent. The cause of the field event could not be determined.